Event description:
Additional information received per clinical assessment confirming that the patient was initially treated on an emergent basis (off-label use) due to a ruptured abdominal aortic aneurysm (aaa).

Manufacturer narrative:
At the completion of the clinical evaluation and based on the information received, there was unsubstantial evidence to support the reported event of a stent fracture. The procedure-related harms and device, user, procedure, or anatomy relatedness of this event could not be determined. The final patient status was reported to be in good condition following a successful endovascular re-line procedure. No contributing factors were identified. The discharge summary did note the patient was ruptured prior to the initial implant. The manufacturing lot review confirmed all devices met specifications prior to release. These types of events will be monitored and trended as part of the quality system. Device iteration is afx with duraply.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx abdominal aortic aneurysm stent. Approximately three (3) years post initial procedure, a stent fracture was detected during routine follow-up. The physician elected to treat the patient by successfully relining with a bifurcated afx2 and suprarenal afx devices on (B)(6) 2019. The patient was reportedly in good condition. There have been no additional patient sequelae reported.